Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer replaced infusion set multiple times, but occlusion recurred. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer's blood glucose was 284 mg/dl.